Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor. No prime alarm occurred during testing. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, stained end cap sticker, and stained lcd resilient cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of her son's insulin pump producing a compromised force sensor system alarm. Customer's mother states that after receiving the alarm, the pump shuts off and comes back on. The customer's blood glucose is unknown. Customer was advised to discontinue use of the pump. Customer is being sent out a replacement device.